Manufacturer narrative:
The distributor reported that the customer informed them that the AED will not power on. The maintenance schedule is reported as weekly. The battery has an expiration date of april 2028. Communication with the customer: the distributor reported that on 17 july the customer informed them that the unit could not be turned on. The battery was just claimed in may, 2024. There was a press to check the status every week and the unit worked normally. On aug 6th, we received the AED from the customer and checked it. We confirmed that the unit could not be turned on as the customer reported. A new battery was inserted another battery and found that it could power on. The device displayed a service code for 'error code' that may be related to a depleting battery due to failure to address a red asi warning, which was cleared. The battery pack has been requested to be returned so that it may be evaluated and tested. To date the battery pack has not been returned. No additional information is available at this time to further investigate the event. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit.

Event description:
The distributor reported that the customer informed them that the AED will not power on. The customer did not report this event occurred during patient use.